Manufacturer narrative:
A broken display and damaged heat sink was reported by a distributor on 2023-01-02. The reported error was corrected by getinge service and sales unit (ssu), that the display was broken. The failure occurred and was detected during treatment and the cardiohelp was exchanged. No harm to any person has been reported. No more information can be provided by the distributor nor the customer. The provided pictures shows that the touch screen must have been damaged by a hard or sharp part most probably. The cardiohelp assembly touch foil & display needs to be replaced to restore function. This was quoted to the distributer. After replacement the device has to be tested as per factory specifications to place back in use. Based on the risk analysis file of the cardiohelp device, the most probable root cause could be determined to rough handling of the device, which leads to the mechanical damages on the display. The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further, according to the instruction for use the touch screen has to be checked before use. According to instruction for use, chapter 2.3 the cardiohelp-I has degree of protection according to iec 60529 of ipx1 (no protection against splash water). For patient transport the use of the protection cover is required. The device was manufactured on 2020-11-24. The review of the non-conformities has been performed on 2023-01-04 for the period of 2020-11-24 to 2022-12-29. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "broken display" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
A broken display was reported. Information received, that the cardiohelp was exchanged during treatment. No harm to any person has been reported. Complaint ID: (B)(4).